Manufacturer narrative:
A ge service rep performed an onsite investigation. A beam alignment was performed to bring the image to irradiated field ratio into tolerance. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the minor noncompliance fields covered the visualized fields on the system. No pt injury was reported.